Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notifier for low impedance on the atrial lead. Review of the electrocardiogram revealed inappropriate auto mode switch episodes due to noise. Noise could not be reproduced in clinic. The device was reprogrammed. The patient would continue to be monitored.

Manufacturer narrative:
Final analysis found that the outer coil was fractured at 25.4 cm from the connector pin and the outer/inner insulations were damaged. The damage sustained resulted from clavicular crush. This most likely caused the complaints in the field.

Event description:
New information indicated that the lead was fractured and exhibited intermittent capture. The lead was explanted and replaced on (B)(6) 2015. The patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.